Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: the I-beam went up forward as the surgeon squeezed the trigger. But occurred stapling failed at the distal part. The stapler was able to fire. The distal end of the staple line was incomplete. Used a new reload to complete the staple line. The current patient status is stable.